Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('e-baby born at 26 weeks due to ruptured amniotic sac') and enterocolitis infectious ('he has been fighting for about a month now and has developed a bowel infection') in a neonate whose mother had inserted essure during pregnancy. Other product or product use issues identified: foetal exposure during pregnancy "foetal exposure during pregnancy". Last menstrual period and estimated date of delivery were not provided. On an unknown date, the mother had essure inserted. On an unknown date, the neonate was diagnosed with premature baby (seriousness criterion medically significant) and enterocolitis infectious (seriousness criterion medically significant). At the time of the report, the premature baby and enterocolitis infectious outcome was unknown. The reporter considered enterocolitis infectious and premature baby to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: case corrected, no new follow-up information was received from the reporter - the event 'foetal exposure during pregnancy' was added in the case. FDA codes syncronization. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('e-baby born at 26 weeks due to ruptured amniotic sac') and enterocolitis infectious ('he has been fighting for about a month now and has developed a bowel infection') in a patient whose mother had inserted essure during pregnancy. Last menstrual period and estimated date of delivery were not provided. On an unknown date, the mother had essure inserted. On an unknown date, the patient was diagnosed with premature baby (seriousness criterion medically significant) and enterocolitis infectious (seriousness criterion medically significant). At the time of the report, the premature baby and enterocolitis infectious outcome was unknown. The reporter considered enterocolitis infectious and premature baby to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature baby ('e-baby born at (B)(6) due to ruptured amniotic sac') and enterocolitis infectious ('he has been fighting for about a month now and has developed a bowel infection') in a patient whose mother had inserted essure during pregnancy. Last menstrual period and estimated date of delivery were not provided. On an unknown date, the mother had essure inserted. On an unknown date, the patient was diagnosed with premature baby (seriousness criterion medically significant) and enterocolitis infectious (seriousness criterion medically significant). At the time of the report, the premature baby and enterocolitis infectious outcome was unknown. The reporter considered enterocolitis infectious and premature baby to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.